Event description:
It was reported that approximately three weeks post op, it was discovered that the lateral connector was detached from the screw. No patient complications were reported.

Manufacturer narrative:
Device has not been explanted, so product evaluation is not possible. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications. Unable to determine the cause of the event.